Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he cannot hear the audible tones on the insulin pump. The customer reported an incident where he experienced low blood glucose levels. The insulin pump was alarming, but he could not hear the alarms. His wife did hear the alarms, and called the paramedics for assistance. Suggested vibrate feature to the customer. Nothing further was reported.